Event description:
On 2016-aug-30 crts (B)(4): it was reported that the cause of the catheter fracture was a kink. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a healthcare professional (hcp) regarding a patient receiving hydromorphone (15 mg/ml at 3.29 mg/day), bupivacaine (15 mg/ml at 3.29 mg/ml). The indication for use is spinal pain and rsd/causalgia-complex regional pain syndrome. On (B)(6) 2016 the hcp reported that a cat scan was done and found a catheter fracture on (B)(6) 2016. The catheter was replaced on (B)(6) 2016. The catheter was checked because the patient had come in and was symptomatic. It was noted that the pump was filled with saline on (B)(6) 2016 and a bridge bolus was programmed. The saline was to run at the lowest rate of 0.048 ml/day for 261 hours. When the hcp read the pump on (B)(6) 2016 it showed 23 hours left on the bolus, it was calculated that there was approximately 0.7 mg each of the old hydromorphone/bupivacaine combo and the hcps decided to deliver that as a single bolus. The hcps then programmed a priming bolus to deliver the old drug and flush the saline in order to initiate therapy again. Additional information was reported by the hcp on (B)(6) 2016, the cause of the catheter fracture was unknown.